Manufacturer narrative:
The pump alarmed unexpected restart after a battery change due to a faulty interface board. The pump functioned properly during prime/compromised force sensor system test, the excessive no delivery test, and the displacement test. There was no excessive no delivery alarm or rewind anomaly noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she cannot get out of the rewind sequence on the insulin pump. Customer's blood glucose was less than 200 mg/dl. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the alarm is recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that she may continue to wear the pump until the replacement arrives.